Manufacturer narrative:
Not possible to followup on the malfunction report. However, this event is not possible for the following reasons: flip cover cannot hold stimulus button active unless clearly broken. The switch does not control the stimulus delivery, it simply signals the software that a delivery is desired. The software generates an error if the electrodes are not on the patient. The error must be manually cleared and the stimulus button released before a new stimulus sequence can be initiated. If the electrodes are connected and then the button is pushed, 3 warning tones are emitted which last about 6 seconds. These tones warn the doctor delivery is about to occur.

Event description:
Cover panel on the stimulus switch was holding switch in the active position as the patient was being attached to the device. The patient received a stimulus immediately instead of during a controlled procedure.